Event description:
During a ptca procedure, while introducing a coronary stent through the hypotube, the 0.014 choice pt plus guide wire fractured at the proximal segment close to the operator and a small part detached. This detached portion was outside of the patient's body. The lesion being treated was in the proximal circumflex (cx) coronary artery. The procedure was successfully completed with the rest of this device. No pt injuries or complications were reported. Pt status is reported as 'good'.